Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have corrosion/contamination on both blades. One blade/both blades exhibited moderate contamination corrosion on the outer & inner cutting-edge surfaces. When scratched with a pick, the debris was not able to be removed and was not pitted into the blades. Other metal components adjacent to this corroded/contaminated blades do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had charcoal at the tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room, there were no incidents, neither that a patient was harmed, and there was no fragment/cable remained in the patient. All other questions were not answered.